Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by abdominal pain and fever. The cause of the event was not reported. The patient presented to the emergency room and was hospitalized for the event. The patient was treated with unspecified antibiotics (doses, routes, duration and frequencies not reported) for the event. At the time of this report, the patient reported feeling better, "the infection was cleared", antibiotics were discontinued and the patient was discharged home. Pd therapy was ongoing. No additional information was available.